Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the pump's periodic speed had dropped. Elevated power and wide pulse pressure were observed. Minimal systolic, but no diastolic flow was observed on echo. It was also reported that after every beat, the aortic valve was noted to have opened. Two days later the patient was taken to the operating room (or) because of a red heart alarm, indicating that the pump had stopped working. The patient arrived in the operating room with the pump on, but with no flow. The patient received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.